Event description:
Information received by medtronic indicated that insulin pump had display anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated led anomaly. Unit received with blank display, problem isolated to lcd board . The original lcd board was removed and replace with a test lcd board. No anomalies was notice after battery insert. Problem isolated to lcd board. Unable to perform operating currents, self test and displacement test or verify led anomaly due to blank display. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).